Manufacturer narrative:
Investigation ¿ evaluation: a representative of (B)(6) informed cook that on 01aug2022 the guide wire in a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray (rpn: c-utlmy-701j-rsc-abrm-hc-fst-rd; lot: unknown) became kinked during an emergency procedure. Another tray was opened to complete the procedure. The package was discarded so the lot is unknown. It was reported there were no adverse effects to the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. Cook received one used wire guide. During table-top testing it was noted that the coils were offset at 53.1 cm from the proximal end. There was also a kink at the distal tip. The o.d. Of the wire guide was measured and found to be within specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and identified three lots sold to the customer in the last three years. The dhrs for the three lots were reviewed and found no non-conformances. A search on the sub assembly lots and raw material lots found a few like nonconformances for offset coils. The wire guides are 100% inspected, and the nonconforming material was scrapped per cook procedures. A database search for complaints on the three identified lots found no additional complaints reported from the field. The information provided upon review of the dmr, DHR, and device failure analysis, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_ctulmabrm_rev7] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: instructions for use: ¿if resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result.¿ how supplied: "upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. It is possible that too much force was used on the wire guide during the emergency and caused the kink, but cook is unable to confirm this. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. Catalog# (rpn): c-utlmy-701j-rsc-abrm-hc-fst-rd. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported to cook that during an emergent central line placement procedure on an inpatient unit, the wire guide of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray kinked. The procedure was completed using another tray. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.